Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh) and free thyroxine (ft4) results for one patient. Refer to the medwatch with patient identifier (B)(6) for the tsh assay. The result for a previous sample from the patient had a tsh result of 52 mui/l and the patient was put on levothyrox treatment for hypothyroidism. As the tsh result did not go down after treatment, the patient was retested on (B)(6) 2015 on cobas e602 serial number (B)(4). The tsh result was 50 mui/l and ft4 result was 21.7 pg/ml. The same sample was tested on a centaur advia. The tsh result was <0.02 mui/l and ft4 result was 18 pg/ml. A new sample was drawn (B)(6) 2015 and the tsh result was 49.3 mui/l and ft4 result was 18.7 pg/ml. With the sample from (B)(6) 2015, dilutions for tsh showed nonlinear results. After hbt tube treatment and peg precipitation, the tsh gave lower results suggesting interference. The results were reported outside the laboratory. It was believed the treatment for hypothyroidism was unnecessary and "put the patient on hyperthyroidism". The patient's current condition was good. No adverse event was reported.

Manufacturer narrative:
A specific root cause could not be identified. Sample from the patient was submitted for investigation and the customer's results were reproduced. Given the different setups of all assays, the antibodies used and the variances in reference methods, differences in values may occur when comparing assays from different vendors. The values of all thyroid parameters vary in function of age, gender and other population characteristics which need to be taken into account when analyzing values for thyroid parameters.